Event description:
Pt underwent a laparoscopic lysis of adhesions, removal of left ovarian cyst and portions of left ovary. Product intergel was used during surgery by surgeon. Pt remained hospitalized. The next day, pt complained of severe abdominal pain, minimal abd distention & afebrile. The following day at 0400, pt was tachycardic, tachypneic and febrile. 0630 to or for exploratory laparotomy-finding was sigmoid perforation; sigmoid resection with descending colostomy was performed. Post-op pt was hypotensive requiring vasopressors & unresponsive. Condition deteriorated, expired. Cause of death listed as peritonitis and sepsis due to colon perforation. Product problem-surgeon reasonably believes that the use of intergel may have contributed to the pt's serious condition and ultimate death by masking the signs and symptoms of the bowel perforation and/of expediting the overwhelming sepsis.